Event description:
"Pt received admitted to the catheterization lab for right and left catheterization. They were found to have some diffuse coronary artery disease of about 30 to 50% stenosis but no critical stenosis was identified and left ventricular function looked good. At the end of the procedure doctor attempted to seal the right femoral artery with perclose; however, the needle of the perclose device embedded into the femoral artery. The device could not be removed. Pt was taken to surgery for repair of the right femoral artery, partial endarterectomy and to patch angioplasty due to perclose device becoming embedded in a fibrotic atherosclerotic plaque in the femoral artery with on-going bleeding". The customer was contacted for further info. It was reported that the pt is doing "fine" to date.